Event description:
On (B)(6) 2026, the patient experienced an event where the infusion set did not stick to the skin upon insertion.

Manufacturer narrative:
Name tandem street 11045 roselle street line 2 suite 200 city san diego state ca zip code 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.